Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Interrogation of the device revealed that the right atrial lead had dislodged, which was then confirmed by x-ray. The lead was revised on (B)(6) 2020, and the patient was discharged post procedure.